Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with sub-cuff erosion of the urethra. A surgical procedure was performed during which the device was explanted. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Tissue erosion is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptoms of erosion is a known risk associated with this device type and indicated as such in the instructions for use.